Event description:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged having chest burning sensations, throat irritation, sinus infection and breathing problem. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged having chest burning sensations, throat irritation, sinus infection and breathing problem. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. There was 2 error codes found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box a: date of birth, age at time of event, sex, weight, ethnicity and race has been updated. Box b: relevant test and lab data and other relevant history has been updated. Box d: device available for eval has been updated. Box e: initial report sent to FDA? Has been updated. Box h6 has been updated.